Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 4.5 months of support, the hospital exchanged the patient's pump due to suspected pump thrombosis.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a cause for the reported event could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.